Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test, however moisture damage found on the lcd board.pump had cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer reported the pump was exposed to fluid in the past with no moisture visible in pump. The customer reported that the display appeared blank after exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.